Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset multiple times. The pump history was displaying the incorrect date/time. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. Customer's blood glucose (bg) was approximately 300-400 mg/dl.